Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose readings in the 400 mg/dl range. Customer stated that they had an inflamed leg which caused him to go the hospital. The bacterial infection and steroids were noted to be the cause of high blood glucose readings. Customer stated that they continually received a meter bg now alert and was unable to calibrate due to high blood glucose levels.